Manufacturer narrative:
On 9/17/2008, tomotherapy received a copy of the medwatch report submitted by the user to the FDA. On 10/3/2008, tomotherapy contacted the facility radiation oncology dept and spoke to drs familiar with the events described in the medwatch form. As noted in the medwatch, the user mistakenly directed the tomotherapy hi-art system to perform the mvct scan 14 cm below the correct region on the pt. The image from this scan is used to assist in pt positioning, prior to treatment administration, by overlaying (fusing) this mvct image with the original kvct image. The users, including a dr and physicist, reportedly reviewed the images and did not recognize that they did not fuse properly. However, the fusion was approved, and the treatment proceeded for six (6) fractions incorrectly positioned by 14cm. The user admits that scanning the wrong pt region was a mistake on their behalf, but they suggest that the hi-art system display a warning message alerting users if mvct and kvct images do not fuse correctly or if there is a large discrepancy between the two. Tomotherapy will consider this suggestion in future system enhancements. However, it is noted that user documentation and training properly instruct the users in the correct use of the fusion (registration) process, and the hi-art system allows the user to visually review of the fused images. Based on the info provided in the report, as well as that obtained from the conversation with the user, tomotherapy has determined that the hi-art system operated as designed and in accordance with product documentation, and did not malfunction. Tomotherapy believes that this report does not meet the MDR reporting criteria, however, this response is being provided to address the info submitted by the user.